Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of wire detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc catheter. The sample was received with an inlaid tls 3cg stylet. The non-insulated stylet wire was completely detached from the yellow handle assembly. Microscopic inspection of the stylet confirmed that it was intact. The handle assembly was cut open and inspection of the crimp joint contained within the yellow plastic confirmed that the stylet was detached from the crimp and was not broken. Microscopic comparison between the complainant crimp joint and a similar non-complainant device revealed that the complaint crimp was not as tight. The crimp appeared incomplete, which allowed the stylet wire to slip out of crimp. The crimp appeared potentially incomplete, which may have allowed the stylet wire to slip out of the handle assembly. Such damage may occur if the components are not loaded into the clincher die correctly. Photographs have been forwarded to the manufacturing site for further evaluation. Based on the evaluation of the photographs by the manufacturing facility, potential contributing factors include tensile stress and deformation of the "s" portion of the stylet wire; however, the root cause was not identified.

Event description:
It was reported the wire stylet sherlock not connected before use. They realized that wire stylet was broken and not connected, and didn't placed this catheter. Placed another one of the same lot.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0348 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the wire stylet sherlock not connected before use. They realized that wire stylet was broken and not connected, and didn't placed this catheter. Placed another one of the same lot.